Event description:
The patient received two scs leads with the same lot number. It was reported the patient experienced stimulation in his lower legs instead of his feet. Fluoroscopy indicated the leads had migrated. Follow-up identified the patient underwent surgical intervention on (B)(6) 2014 to reposition the leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.